Event description:
It was reported to boston scientific corporation in early 2009 that during a stent removal procedure the same day, the suture on the proximal end of the stent broke. The proximal suture is meant for use during the initial placement only. According to the complainant, they had to manipulate the stent distally to remove it. It was also reported that the physician, knowing that the placement for a benign tumor was an off-label use, had placed the wallflex partially-covered esophageal stent approximately 1 week prior with the intention of removing it the same day. There were no patient complications reported as a result of this event and the patient's condition, following the procedure, was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Per the dfu, this device is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors ... And contraindicated for placement in esophageal strictures caused by benign tumors ... Also, "stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended.